Manufacturer narrative:
Device evaluation: the returned catheter unit was attached to a test advancer unit and an attempt was made to wet test the catheter device. Saline leaked approximately 22.5cm from the strain relief of the catheter sheath. A pin hole was noticeable. It was not possible to wet test the catheter device due to the saline leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user related as per the dfu: "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy intervention procedure a sheath damage occurred. Access was obtained through the radial artery. The concentric shaped lesion was located in the moderately tortuous severely calcified left anterior descending artery. When the physician was testing the 1.50 rotalink burr a leak in the catheter was observed and the device failed to obtain optimum speed. A hole was observed in the catheter sheath. The procedure was completed with another 1.50 rotalink burr. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy intervention procedure a sheath damage occurred. Access was obtained through the radial artery. The concentric shaped lesion was located in the moderately tortuous severely calcified left anterior descending artery. When the physician was testing the 1.50 rotalink burr a leak in the catheter was observed and the device failed to obtain optimum speed. A hole was observed in the catheter sheath. The procedure was completed with another 1.50 rotalink burr. No complications were reported and the patient's status is stable.